Event description:
The complainant reported that the clinicians were performing the therapeutic implant of a vaxcel implantable port in a patient (age and gender unk). During the procedure, the physician peeled back the sheath, but the peel-away sheath broke off at the wing. The doctor then employed hemostats to continue removing the sheath, which had torn off in multiple fragments. The fragments were successfully removed from the patients. The port was then implanted in the patient without further incident. There was no adverse affects on the patient as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.